Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dyspnea due to loss of av synchrony. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2014. The patient tolerated the procedure well and was in good condition.